Event description:
It was reported to philips that the device failed the daily test. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that there was no problem with the operation check. When calibration is needed it will cause the daily check to fail. Upon conclusion of the evaluation, the rse informed the customer that an on-site intervention to carry out preventive maintenance of the equipment has been planned, the calibration of nibp and co2 will be carried out. The device remains at the customer site and no further evaluation is required at this time.